Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site the patient's obtuse marginal branch. Upon attempted balloon catheter inflation, it was reported that the balloon catheter would not inflate. Subsequently, the sds was withdrawn from the patient and an attempt to advance another coronary stent with delivery system to the target lesion site was made. This second attempt was unsuccessful due to the report of a vasospasm. In response, the second sds was withdrawn from the patient as well. Ultimately, a third coronary stent with delivery system was successfully advanced and deployed at the target lesion site. There were no additional complications reported relative to this event.